Event description:
It was reported that during a diagnostic angiography procedure, a vessel dissection occurred. During the angiogram, an expo guide catheter was being used in the procedure. When contrast was hand injected into the right coronary artery (rca) a vessel dissection occurred distal to the catheter. The pt was taken to surgery for bypass. The pt's status is reported as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.